Event description:
Patient transferred to toilet with raised toilet seat. Patient leaned to the left to clean perineal area. Suddenly the raised toilet seat slid and patient started to fall off toward the left. Patient was able to grab hand rails and catch herself from falling to the floor.

Event description:
Patient transferred to toilet with raised toilet seat. Patient leaned to the left to clean perineal area. Suddenly the raised toilet seat slid and patient started to fall off toward the left. Patient was able to grab hand rails and catch herself from falling to the floor.